Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/01/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Does the patient have any allergies? Was the suture, a stratafix spiral or stratafix symmetrical suture? Product code and lot number. Is a representative sample of the same lot available for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and the unknown barbed suture was used to close the incision. Approximately ten weeks after the procedure, the incision site became irritated, inflamed and extremely painful. The patient received months of chemo/steroid injections. It was also reported that, once the inflammation went down, the doctor noticed the cause of the problem was due to the barbed suture was never dissolving. When the doctor attempted to remove the stitches, the stitches broke into pieces. After waiting eight weeks for the chemo/steroid to wear off, the patient had to have a procedure done to cut off the scar where the stitches remained and dig out some of the stitches on the inside. Additional information has been requested.